Manufacturer narrative:
Concomitant medical products: product ID neu_label_acc, serial# unknown, product type: accessory; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0g3gg, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was usually on program 3 at 1.50v and it was comfortable in the vaginal area. Yesterday it felt a little too strong, so the patient decreased the stimulation by 2 taps to 1.40v. Then the patient increased the stimulation back to 1.50v because their symptoms returned at 1.40v. The patient could not feel much stimulation, but it seemed to be where it should be. Then it started to ache, like crampy at the number they had sent, which had been wonderful before. The patient decided to change to another program to see if it was less crampy, but they got a sharp pain and decided to go back to their original program and put up with the crampiness. The patient needed to be walked through decreasing it because they were finding the patient book really confusing. The patient then changed to program 2 at 1.30v and felt sharp pain and went back to program 3, but now felt crampy in their abdomen at 1.50v and did not feel the stimulation like before. The patient wanted to stay with program 3 because they had a problem getting a program to work well both day and night. The patient had a loss of therapeutic effect, a loss of bladder control, and a shocking or jolting sensation. There was no known accident or incident related to the event. The patient decreased stimulation from 1.50v to 1.40v and they were currently back at 1.50v on program 3. It was working fairly well, but not as well as before and all the patient felt was the crampiness and not the stimulation. The location of the symptoms was in the perineum and in the abdomen. This morning the patient decreased stimulation to almost 0.00 and then slowly increased back to 1.50v. The therapy was still effective at 1.50v, but the patient wanted to relieve the cramping. The patient still wanted to increase stimulation so they could feel it. The patient used the antenna with the patient programmer and the stimulation was on. The battery icon was maybe down a ¼. The patient increased stimulation to 1.55 and started feeling stimulation in the vaginal area again and it was comfortable. The patient wanted to try 1.60v and it was a little too high and they went back to 1.55v. It was mentioned that sometimes the patient programmer beeped and other times it did not. The patient navigated and confirmed the audio was on. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.